Event description:
Attempt to place cordis for pulmonary artery catheterization was unsuccessful. During attempt, patient's b/p dropped, patient's oxygen desaturated, guidewire in at this time but would not advance. Attempt to remove guidewire resulted in the wire uncoiling, requiring significant effort to remove.